Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting loss of capture (loc) in the left ventricular (lv) lead. Additionally noted alert for heartlogic heart failure index above threshold, index has crossed the alert threshold of 16. The alert recovery threshold is 6. Boston scientific technical services (ts) suggested reprogramming options. No adverse patient effects were reported. This lead remains in service.